Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced no delivery alarms. The customer's blood glucose was 425 mg/dl. The customer treated the high blood glucose with insulin pump therapy. The customer was unable to perform troubleshooting at the time of the call due to a complete set change. The customer was advised to call back when the alarm occurred in order to troubleshoot the issue properly. The customer was advised to monitor the insulin pump. The customer did not return the product for analysis.